Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that in (B)(6) 2014 an (B)(6) year old female had a certas plus valve implanted via l-p shunt with unknown settings. The valve was place using the silascon® lumbar catheter (manufactured by kaneka, product code: 702-jj). On (B)(6) 2020 the valve was replaced due to the lumbar catheter fracture.

Event description:
N/a.

Manufacturer narrative:
UDI: (B)(4). The valve was returned for evaluation. Device history record (DHR): product code: ns9008 was not possible as lot number was unknown. Failure analysis: the valve was visually inspected, no defects noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. No defect was reported for the device the investigation confirms that the valve functions. The possible root cause cannot be determined as the complaint defect was based on a catheter not made by codman.